Manufacturer narrative:
Correction: evaluation conclusion codes updated from d02: cause traced to component failure to d0301: manufacturing deficiency. The polarsheath was visually inspected for any damage that would have led to the leak allegation seen in the field. Visible blood was seen on the outer surface of the hemostatic valve. A tear was also observed which would allow leaks. The puncture was seen in the bottom right quadrant of the valve with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. The sheath failed standard manufacturing testing with a gross leak in the pressure decay test. The valve had noticeable damage to it that allowed air into the device which is believed to be a result of the puncture location.

Event description:
During an ablation procedure to treat atrial fibrillation (a fib) a polarsheath steerable sheath was selected for use. It was reported that after sheath insertion, it was confirmed that blood was slowly leaking from the valve during the procedure. Procedure was completed using original device. No patient complications were reported. It was further reported that, dilator was not wiped with saline prior. No devices were placed across valve. No device was in place when leak occurred. Sheath did not leak air and no air was seen in patient. No patient complications. Leak was slow drip. Leak occurred late in the case. No abnormalities in preparing the sheath.

Manufacturer narrative:
A polarsheath was returned and analyzed. Visual inspection observed a tear in the valve and there was visible blood on the sheath handle. Functional testing was performed, and the device failed the test method. Air and bubbles were visible in the flushing line during test/syringe vacuum. The device passed without a dilator inserted during the test. The sheath was able to maintain a minimum pressure of 5.5 psi. No leaks were observed. Air pressure test for location of leaks was performed and the pressure decay value failed as a gross leak. The reported failure was reproduced during returned device analysis. Damage to the valve would have the effect of allowing air into the device.

Event description:
During an ablation procedure to treat atrial fibrillation (a fib) a polarsheath steerable sheath was selected for use. It was reported that after sheath insertion, it was confirmed that blood was slowly leaking from the valve during the procedure. Procedure was completed using original device. No patient complications were reported. It was further reported that, dilator was not wiped with saline prior. No devices were placed across valve. No device was in place when leak occurred. Sheath did not leak air and no air was seen in patient. No patient complications. Leak was slow drip. Leak occurred late in the case. No abnormalities in preparing the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation (a fib), a crbs polarsheath steerable sheath was selected for use. It was reported that a fluid leak occurred from the sheath's valve. After sheath insertion, it was confirmed that blood was slowly leaking from the valve during the cryo procedure. Procedure was completed using original device. No patient complications were reported. Product is expected to be returned. It was further reported that, dilator was not wiped with saline prior. No devices were placed across valve. No device was in place when leak occurred. Sheath did not leak air. No air seen in patient. No patient complications. Leak was slow drip. Leak occurred late in the case. No abnormalities in preparing the sheath.